Manufacturer narrative:
A CT scan showed no abnormalities. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing a loss of sound and intermittent lock. External equipment was exchanged and programming adjustments were made; however, the issue did not resolve. The magnet strength was assessed, and although a stronger magnet briefly enabled connection, the issue did not resolve. Device testing was achieved while pressing on the implant.